Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient after it was placed.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used all-silicone foley catheter. Visual inspection of the sample noted balloon rupture (measuring 0.3370") on the return sample. Further inspection noted the balloon had no missing pieces. This is out of specification per inspection procedure ip7601690, revision 13, which states, "balloon must not be torn". The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was not holding the instillation of the sterile water. The foleys inadvertently came out of the patient after it was placed.